Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 110mmh2o. The valve was visually inspected: biological debris was noted inside the valve casing. The valve was hydrated for about 24 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, passed no occlusion was noted. The valve was leak tested, no leaks were noted. The catheters were irrigated, no occlusions were noted. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested at 110mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records for the valve confirmed the valve product code 82-3822, with lot ctdc08, conformed to the specifications when released to stock in 1st may 2015. Review of the history device records for the catheters confirmed the product code 82-3072, with lot cvbbfz, conformed to the specifications when released to stock in 14th january 2016. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is male and (B)(6) years old, accepted v-p shunt on (B)(6) 2016. Initial pressure was 160mm h2o. The patient was coma. On (B)(6) 2016 lumbar puncture indicated that the csf was abnormal. CT reported that the ventricle became smaller and bleeding. On that day the surgeon did revision surgery and changed the new valve to complete. The patient is under monitoring.